Event description:
It was reported that during the patient¿s trial, the lead moved and it was ¿going into her leg.¿ the patient¿s foot was reportedly curling. The patient stated that a program that would work could not be found, so the lead had to be removed. It was noted that two ¿nasty¿ infections were then seen and the patient had to wait for the infection to drain so the other side could be implanted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).